Event description:
Material no. 367336 batch no. Unknown it was reported that during use of the bd vacutainer® push button blood collection set the needle did not fully retract and an employee received a needle stick. The employee was administered anti-virals as the patient was a known hep c positive. The antivirals caused the employee to miss 2.5 shifts due to side effects. The employee also had labs drawn and will have follow up collections in the following months. The following information was provided by the initial reporter: employee completed a venipuncture with 23g wingset. She retracted the needle before pulling needle out of patient's arm. It appeared the needle retracted but when she went to put winged set into sharps container she received a needlestick - the wingset needle did not fully retract and a very small portion of the end of the needle was still visible.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367336 batch no. Unknown. It was reported that during use of the bd vacutainer® push button blood collection set the needle did not fully retract and an employee received a needle stick. The employee was administered anti-virals as the patient was a known (B)(6). The antivirals caused the employee to miss 2.5 shifts due to side effects. The employee also had labs drawn and will have follow up collections in the following months. The following information was provided by the initial reporter: employee completed a venipuncture with 23g wingset. She retracted the needle before pulling needle out of patient's arm. It appeared the needle retracted but when she went to put winged set into sharps container she received a needlestick - the wingset needle did not fully retract and a very small portion of the end of the needle was still visible.